Event description:
It was reported that the device was in use with a patient. The hub of the tubing connection reportedly developed a crack that proceeded to leak. As a result of the leak in the cracked tubing, the patient required a supplemental saline bolus. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.